Event description:
The commodore tobc was used to treat a basilar artery vasospasm angioplasty case. The vessel vasospasm was so severe that it became occlusive with the commodore in place. The commodore was inflated to a diameter greater than the diameter of the vessel in vasospasm and as a result the basilar artery ruptured. The commodore tobc was utilized for vasospasm angioplasty which is a contraindicated use in the device's instructions for use. It is unknown if the use of the device outside its labeled indications may have contributed to the event. The physician made the decision to undergo this procedure based on the critical condition the pt exhibited and the high probability of pt death if left untreated. The physician did not report any malfunction of the device or problem with the performance of the device. The physician's opinion is that the event was related to the clinical procedure and not to any undesired performance of the commodore tobc.